Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer, her (B)(6)-year-old son. The customer is concerned with tests results from results obtained of hi and 303, 329 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Mother stated that on (B)(6) 2018, customer was irritable and looked sick and had obtained hi fasting using truemetrix meter. Mother stated she had taken customer to ER which is five minutes away. Customer's blood glucose test results when at the hospital were 481 mg/dl (lab) and 451 mg/dl (their meter). The diagnosis was hyperglycemia and customer was given fluids and insulin. Customer was discharged (B)(6) 2018; no new medications or healthcare program was suggested. Additional blood test was performed using the truemetrix meter and produced test result of 303 mg/dl fasting. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/25/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).